Manufacturer narrative:
(B)(4) date sent to the FDA: 08/11/2020 additional information was requested and the following was obtained: 1. Was there any patient consequences/patient harm? If yes, please describe no, as informed by hcp. No patient harm reported. 2. Is the event date known? If yes, please provide. No, not known. 3. Device follow-up: is the product still available for return? No product is not available for return. Customer insist on keeping it. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device batch pgj535, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequences? Event day? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on an unknown date; and a suture was used. During the procedure, the suture dislodged from swage halfway suturing the proximal anastomoses. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.